Event description:
It was reported that a mildly tortuous, heavily calcified left circumflex (lcx) artery was pre-dilated with a trek (2.5x20 mm) balloon. The mini vision rx (2.5 x 28 mm) was advanced to the lesion but could not cross to the distal lcx to successfully stent. There was resistance with the removal of the mini vision rx (2.5 x 28 mm) and upon removal, the proximal stent was found to be flared. The trek (2.5x20 mm) balloon was again advanced to dilate and another same size mini vision rx (2.5 x 28 mm) crossed and successfully covered the lesion. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.